Event description:
Lead malfunction: per op report. Attempts are made with a stylet to reposition the lead, but the lead is unable to be advanced forward. The lead has been pulled and displaced partially during the healing. Therefore, it was required to extract the ventricular lead since it could not be advanced. Therefore, the lead was entirely removed with difficulty.